Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A resolute onyx coronary drug eluting stent was implanted in a moderately tortuous, mildly calcified lesion in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was reported that stent foreshortening occurred during the procedure. The patient is reported to be doing fine after the procedure. The patient is alive with no injury.

Manufacturer narrative:
Additional information: there was no deformation noted to the deployed stent, only the foreshortening. All of the stent was fully apposed after deployment. There was no intervention required to deploy the stent. Patient weight provided. Image analysis: two videos of the fluoroscopy images were provided. The first image from the videos showed the delivery of the long stent. The second image showed the positioning of the stent with contrast. The third image showed the deployed stent without contrast. The final image showed the lad with contrast injection and the fully patent vessel. No images were provided where stent dimensions can be measured. Therefore, it is not possible to assess if the stent recoiled after deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.